Manufacturer narrative:
(B)(4). Based upon information provided by the surgeon, this event no longer meets reportable malfunction criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2011-00439 and medwatch 2210968-2011-00441. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011. During insertion of the sling, the trocar sheared off from the metal introducer. The device was removed and a second like device was used to continue the procedure. There were no adverse patient consequences.